Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damaged force sensor resistor. The insulin pump was received with a cracked case at a display window corners, cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer's mother reported customer's insulin pump alarmed during priming. Customer's blood glucose was 352 mg/dl. He treated with a manual injection and is feeling fine. Insulin continues to drip after the motor stops during the manual prime process. Customer is stuck in the rewind complete loop. The device was not bumped or dropped before the alarm. The drive support cap appears normal. Customer follows the proper priming process. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.